Event description:
It was reported that, "tip broke off and fell into pt's knee." Rptr stated that immediately upon depressing footswitch (activating laser energy at treatment site), physician noted on the video monitor that a piece of fiber (approx 1/4 of inch) fell into pt's knee. The physician attempted to remove fiber, however physician was not sure whether everything was retrieved. A brand new fiber tip was used to complete the procedure without further incident. No injuries were reported. Note: reported device was brand new (first time use) in this procedure.

Manufacturer narrative:
Note: all of the information on this form was completed by the MFR. Conclusion: possible cause - fiber defect or metal shaft stressed prior to or during use. Visual examination of reported device shows the fiber broke inside the distal end of the omnitip. Review of DHR revealed no deviations in the process that may have contributed to this event. Trimedyne believes that the possible cause could be eithier fiber defect or the metal shaft was stressed prior to or during use.